Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to the patient suffering erosion and this device came out of the pocket. A new device was implanted. No additional patient effects were reported.